Manufacturer narrative:
(B)(4). The patient experienced peritonitis in (B)(6) 2012. (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. It was not reported if the patient was hospitalized for this event. The cause of peritonitis was unknown. Treatment and outcome of the peritonitis event were not reported. No additional information is available.